Event description:
Discrepant results when compaqred to a lab. The reported device result was 3.3 and 4.4 inr. The corresponding lab result reported was 2.3 and 3.2 inr. These are for two patients. Patient one, the doctor changed meds. Patient two, coumadin held until the lab result.